Event description:
During implantation of spin screw, on tightening of the screw, the head of the screw sheaved off. The threaded part of the screw was left in the bone. Another screw was used to complete the surgery.